Event description:
Sorin group (B)(4) received a report that during priming, an s5 roller pump would not work and displayed an error. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that during priming, an s5 roller pump would not work and displayed an error. There was no patient involvement. The investigation is on-going. A follow up report will be sent when the investigation is complete.